Event description:
It was reported that there was air inside the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. As the wds was being inserted into the was and the patient the physician noted that there was air in the wds. There were no patient complications that were reported to have occurred.